Manufacturer narrative:
A medtronic representative went to the site to test the equipment. To resolve the reported issue, the uninterruptible power supply (ups) was replaced on 24 march 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure, the uninterruptible power supply (ups) for the viewing station of the imaging system was not holding a charge. The viewing station of the imaging system would power off once unplugged from the wall. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The mobile view station (mvs) power board had also been replaced and was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. Verified fuses were good. When installed on the imaging system for testing, charging was as expected. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The analysis on the suspect uninterruptible power supply (ups) was completed by medtronic personnel. Load testing found that the battery would only hold a charge for 37 seconds. Following replacement of the batteries, load testing passed. This confirmed an electrical failure mode due to the batteries not holding sufficient charge.